Manufacturer narrative:
Initial and final MDR (B)(4) -device 1 of 2.

Event description:
Reference number (B)(4). Event occured in the united states. This MDR is being submitted for an unknown quantity of infusion sets that had the reported issue. A patient reported experiencing issues with bent cannulas with multiple infusion sets on (B)(6) 2025. While the exact dates were not specified, the patient confirmed these events occurred within the month of (B)(6). In each instance, the patient noticed symptoms within three hours of inserting the infusion set. The insertion sites were located on the upper back and arm areas. As a result of these bent cannula events, the patient's blood glucose levels increased significantly. Although specific values were not recorded, the monitoring device displayed 'high' readings. To address the elevated blood glucose levels, the patient administered correction doses of insulin via multiple daily injections (mdi). Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.